Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a leak in the pump tubing. No other adverse patient effects were reported.

Manufacturer narrative:
Titan otr pump, and cylinders 1 and 2 were received for evaluation. Abrasion was noted on both exhaust tubes of the pump. Partial separations, surrounded by abrasion, were noted on longer exhaust tube of the pump. This is not a site of leakage. A separation, surrounded by abrasion, was noted on the longer exhaust tube of the pump. This is a site of leakage. Both cylinder 1 and cylinder 2 were noted to have tow sutures attached. No functional abnormalities were noted with cylinder 1. A separation was noted on the exhaust tube of cylinder 2. This is a site of leakage. The surfaces appear to have uniform striations, indicating contact with sharp instrumentation. Based on examination of the returned product, it was concluded that the abrasion marks noted on both exhaust tubes of the pump matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo enough to cause a separation. A separation of this type would then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the exhaust tube of cylinder 2 occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.